Event description:
Patient underwent cataract surgery on 1/30/97, and implantation of a intraocular lens was attempted by the surgeon. However, the surgeon said that after lens insertion he noticed that the capsule was torn. The surgeon said that he can't be sure if it was torn prior to lens insertion or if the lens tore the posterior capsule, he did not notice any visible tears. The lens was removed and an anterior vitrectomy was performed. After the vitrectomy, an anterior chamber lens was implanted.